Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during the initial drain. The baxter technical service representative (tsr) advised the home patient (hp) to close all clamps and transfer the set, cycle power off and on to system error 2367, then cycle power off and on and press go at the start prompt. The tsr explained the alarms, and the hp stated that after they connected to the patient line, they received the system error 2240 in the initial drain. The spare lines were closed, and they did not disconnect. There were no leaks noted. The tsr told the hp to discard all supplies and to report alarms to the peritoneal dialysis nurse the next morning. The hp was instructed to finish that night's therapy manually. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem.